Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board (sib) assembly and harness assembly were replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error during pre-use checkout that results in a loss of mechanical ventilation. There was no patient involvement.